Manufacturer narrative:
The investigation determined that a higher than expected vitros na+ result was obtained when processing a vitros performance verifier fluid on a vitros 5600 integrated system. The investigation determined the assignable cause to be an instrument issue. The customer performed within run precision testing using vitros na+ and k+ assays and the results were outside acceptable guidelines indicating the vitros 5600 system was not performing as expected. An ortho fe performed service actions that included replacement of the erf pump & tubing, cam & spring on tip locator, and the pm ring drive motor with all necessary adjustments. The fe performed post service within run precision testing and obtained acceptable results confirming service actions resolved the instrument issues.

Event description:
A customer obtained a higher than expected vitros na+ result when processing a vitros performance verifier on a vitros 5600 integrated systems. Performance verifier 1 lot n5113, vitros na+ result 149.39 mmol/l versus the expected vitros na+ result 121.8 mmol/l biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. There were no higher than expected vitros na+ patient results obtained or reported from the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).